Event description:
Procedure type: nephrectomy. According to the reporter: the device could not hold the tissue properly and could not cut it well. New device was opened, and it worked properly. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).